Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 4 complaints regarding 4 devices for this device family and failure mode. During the same time frame 557 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .007 per the instructions for use, the user is advised the following: do not use excessive force on instruments to avoid damage or breakage during use. Use care while passing sharp instrumentation to prevent damage to the device. Maintain proper alignment during insertion. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the pezs03. Paradigm tactile access kit and ez switch portal shaver, had the seal push through during a hip arthroscopy on (B)(6) 2019. The seal was retrieved using a grasper. There was a 20-minute delay of the surgery. This was the 2nd time the surgeon used the device. There was no patient injury or impact. The procedure was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.